Event description:
The user facility reported to have experienced a complete loss of image during a diagnostic colonoscopy. The procedure was reportedly completed with the use of a different, but similar device and there was no patient injury. No further detailed information was provided.

Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The evaluation confirmed the user's experience of image loss. The device provided a black image while the bending section was manipulated. The electrical connector was replaced with a test electrical connector but the image difficulty persisted. There was no evidence of fluid invasion inside the electrical connector, and the device passed the leak test. The image difficulty was isolated to a charged coupled device (ccd) unit failure; however, the evaluation could not be conclusively determined the exact cause of the ccd failure. The device was serviced and returned to the user facility. This report is being submitted as a medical device report in an excess of caution.